Event description:
It was reported that the pca was programmed for an incorrect rate, incorrect drug on 20may2025 and 21may2025. The initial order was for a basal rate of 1mg/hr morphine. The order was then changed to pca only. Through initial review of ikp data by manufacturer representative, it was noted that the previous morphine, standard dose had been infusing and at (B)(6) 2025 at 15:56 hydromorphone, standard dose of [6 mg/30 ml] was programmed. A guardrail alert was fired programmed with the pca dose of 1 mg (with 0.5 mg limit) and the max dose limit alert. - at 23:42, it shows that the programming changed to morphine, standard dose. There was patient involvement, however no patient harm.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, c20 - no findings available, d15 - cause not established. Additional information: sex, other relevant history, imdrf annex a, b, c, d, g, e, f codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of programming error could not be confirmed from a review of the all infusion detail reports alone, no devices were returned for investigation. During the review by the clinical and customer success team, it was observed that the pca alerted three times regarding the soft maximum limit and the pca max dose limit. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. No suspect device was returned for this investigation; therefore, testing could not be performed. All infusion detail reports do not contain keystroke programming and are not validated for log analysis purposes. Is not possible to confirm the drug ID without the pcu event logs to perform the keypress replication, the information showed was gathered from the records the facility provided. Based on the review of events for the pca module sn 16335130, on may 20, 2025, at 2:41 pm using adult profile and the guardrails drugs option an infusion of morphine was programmed with a dose of 1 mg/h, a drug amount of 30 mg, a diluent volume of 30 ml and lockout intervals of 10 minutes. At 3:56 pm, the pca was programmed with hydromorphone, a dose of 1mg, a drug amount of 6 mg, a diluent volume of 30 ml and lockout intervals of 10 minutes. The pca alerted soft maximum limit =0.5 mg and pca max dose = 4mg. At 5:10 pm, the pca alarmed syringe empty. At 5:51 pm, the pca was programmed with hydromorphone, a dose of 1mg, a drug amount of 6 mg, a diluent volume of 30 ml and lockout intervals of 10 minutes. The pca alerted soft maximum limit =0.5 mg and pca max dose = 4mg. At 8:09 pm, the pca alarmed syringe empty. At 8:11 pm, the pca was programmed with hydromorphone, a dose of 1mg, a drug amount of 6 mg, a diluent volume of 30 ml and lockout intervals of 10 minutes. The pca alerted soft maximum limit =0.5 mg and pca max dose = 4mg. At 11:42 pm, the pca was programmed with morphine, a dose of 1 mg/h, a drug amount of 30 mg, a diluent volume of 30 ml and lockout intervals of 10 minutes. Per bd alaris system user manual v12.3.1, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of programming error was not able to be identified during the investigation. Neither the logs nor the devices were returned for review. During the review by the clinical and customer success team, it was observed that the pca alerted three times regarding the soft maximum limit and the pca max dose limit. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca was programmed for an incorrect rate, incorrect drug on (B)(6) 2025. The initial order was for a basal rate of 1mg/hr morphine. The order was then changed to pca only. Through initial review of ikp data by manufacturer representative, it was noted that the previous morphine, standard dose had been infusing and at (B)(6) 2025 at 15:56 hydromorphone, standard dose of [6 mg/30 ml] was programmed. A guardrail alert was fired programmed with the pca dose of 1 mg (with 0.5 mg limit) and the max dose limit alert. - at 23:42, it shows that the programming changed to morphine, standard dose. There was patient involvement, however no patient harm.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.